Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped and cracked. Cracked battery door, right plunger case and left plunger case has broken screw boss. Motor rate error was found during occlusion test. Error history log review found a motor rate error. The root cause of the reported issue was found to be from normal wear. The pump was over 7 years old. Actions were taken to mitigate the reported issue: replaced worn coupling and gear, also updated motor mount as a preventative measure.

Event description:
It was reported that the pump had a motor rate error during occlusion test . No patient injury was reported.